Event description:
The user facility reported an impella cp was placed for a patient admitted in for a high risk cardiac procedure. The pump was placed and allowed for the percutaneous intervention. The pump was running when there was a pump stop and restart. The pump was restarted successfully. The pump supported but then there was saturated flow. The flow saturation was thought to be from biomaterial ingestion. The pump was explanted after just an hour and the patient survived.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention. Section: using the automated impella controller with the impella catheter. ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ impella cp with smartassist for use during cardiogenic shock. Section: troubleshooting the purge system. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped. ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention. Section: warnings, cautions, and precautions. ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
The investigation of pump stop and saturated flow has been completed. The impella device was not returned for evaluation. The data logs show that the motor current was stable for 47 minutes until there was a spike in motor current followed by a high motor current pump stop. The pump was able to be restarted but saturated flows were seen after. The pump was explanted. Based on the data log analysis and the clinical description, the root cause of the pump stop is most likely due to biomaterial. The root cause of the saturated flow is most likely due to biomaterial. Thrombus was added based on the investigation. Thrombus: e root cause of the thrombus was unable to be determined due to insufficient clinical details.